Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records for manufacturing revealed no complaint related issues. The product evaluation revealed the small rib hook to have post manufacturing damage consisting of the nut being jammed onto the barrel. The threads of the barrel are missing anodize finish and display tearing where engaged with the nut. The body has score marks on the top surface. Related dimensional features could not be measured, therefore the complaint is indeterminate.

Manufacturer narrative:
Device is used for treatment, not for diagnosis. Placeholder.

Event description:
It was reported that the locking nut on the small rib hook stripped, and the surgeon was unable to lock it in place. He used another small rib hook out of the set and was able to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: product development evaluation showed the rib hook was returned with the blue nut stuck in place on the threaded portion of the barrel. Close inspection shows a thin thread of titanium is protruding from under the blue nut. An attempt at loosening the nut failed, and the nut will not advance, completely stripping thread interface. It is unclear where the thread of titanium originated from. The nut/barrel thread is stripped so removal (without complete destruction) is impossible. Therefore it is unclear which thread has been effected. The design of this rib hook is appropriate for its use, and the veptr 2 set contains the appropriate instruments (torque limiter) to prevent the nut from being over torqued. This complaint is indeterminate from a design standpoint as it is not clear why the nut was unable to lock in place, or what caused the thread to strip. Device returned (B)(4) 2012. Device was not implanted. It was replaced with another part.